Event description:
It was reported by the patient that they were unable to send a remote transmission. The caller was referred to their clinic to rule out any potential device concerns. Attempts to obtain additional information from the clinic have been unsuccessful. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.